Manufacturer narrative:
The reported event of membranes coming loose file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. No device history or qn search was performed since no serial number for the suspect device was reported by the customer.

Event description:
The customer reported that the front panel membranes on 12 more of their pc units are coming loose, and they want all of their devices replaced. There is no report of patient involvement.